Event description:
During an internal review of surgical procedure videos from an ophthalmic excimer laser system, the following was observed: if the ruler button is selected after the horizontal line has been rotated while the tracker is engaged with a custom surgical procedure loaded, any correction for cyclotorsion would be eliminated. There have been no reports of patient impact/injury associated with this event.